Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and decreased pacing impedance were detected on the right ventricular (rv) lead. The suspected cause of the event is due to insulation damage, although not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that there was pacing inhibition, and it is unknown if the patient is pacer dependent.